Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer received a power source alert. There was no reported impact to the customer's blood glucose (bg) level. Replacement cable was sent to the customer to resolve the issue.